Event description:
Mother of patient reports that mic-key button fell out and had a visible tear in the balloon. Mom reports she unwrapped patient and found the g-tube out.we are concerned with the balloon deflating (when you want it to remain inflated) for the mic-key button that resides in a gastrostomy tube in the belly and sometimes deeper in the jejunum (entry to the colon). We have learned that the balloon has deflated resulting in the loss of the button.staff have had numerous issues with this product within the past year. The manufacturers are very involved at this point. Further information regarding the patient is not available.